Manufacturer narrative:
The device was returned for evaluation. Difficulty to remove from the vessel could not be replicated in a testing environment as it was based on operational circumstances. The foot retraction issue was not confirmed and there was no foot defect noted; however, biological material was observed around the foot which likely contributed to the foot retraction issue. The partially open foot likely contributed to the difficulty removing the device. The patient effect of vascular injury and treatment of surgical exposure are listed in the instructions for use as potential adverse events of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the proglide device was pushed and pulled several times in attempt to remove the device. It should be noted that the perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - against resistancena h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide device was difficult to remove, the foot could not be retracted even though the lever was closed. After pushing and pulling the proglide device several times, the proglide device could be removed. Surgical suturing was performed to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.